Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the foley catheters disconnected from the drainage bag at the white connector to the tubing. No patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two used samples without lot number were received for evaluation. The reported issue was observed in the samples as the catheter was detached from the connector. The manufacturing process was reviewed by the multifunctional team. This process was found to be running according to product specifications and meeting quality acceptance criteria. The ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as schedule. Per the available information for the complaint investigation, no abnormal process conditions were detected in the manufacturing process that could cause this failure. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. The failure mode reported by the customer was evaluated against the acceptable quality limit (aql) and no action plan is deemed required since the complaint reported represents a rate of 0.04%, below the approved aql of 1.5%. We will keep monitoring the process for any adverse trends that require immediate attention.